Manufacturer narrative:
The following products were used in the surgery: (product ID: 1476106500, lot: 0244459w) and (product ID: 1476106500, lot: 0299637w). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. G5: this product is not approved for use in the us, however a like device with part# 1476006150, 510k# k121680 and upn 00643169147010 has been cleared for us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent oblique lumbar interbody fusion. Post-op,the rod on the right side was broken. Rod replacement was performed only on the right side, and installed two prolock, also performed bone grafting with arrow graft, then the operation was completed. The olif of 3 intervertebral disc was performed on l2-5 and posterior fixation to t9-s was performed with v4. Patient complications reported to be unknown.